Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the positive results for three of the patient samples could be from cross-reactivity to medication being given to the patients. The medication cross reactivity with the assay is listed in product labeling. A specific root cause could not be identified for the positive result for the patient with birthdate (B)(6). Most probably, an unknown substance is cross-reacting with the assay.

Manufacturer narrative:
Additional information was received from the customer clarifying the data previously reported from one patient was actually from three separate patients. Refer to the attachment to the medwatch for patient demographics, medications and diagnoses.

Event description:
The customer received false positive benzodiazepine results for several patient urine samples. The customer did not know which analyzer was used for testing, but stated cobas c501 serial number (B)(4) was normally used for all dat (drugs of abuse) testing the specific number was samples affected was unknown. Of the data provided for two patients, only the results for one patient were discrepant. The patient had three separate urine samples collected from the ER. Sample 1 was tested on (B)(6) 2014, sample 2 was tested on (B)(6) 2014 and sample 3 was tested on (B)(6) 2014. All were reported as positive for benzodiazepine. All three samples were then frozen and sent for gc/ms on (B)(6) 2014. The results for all three samples were "none detected" for benzodiazepine. The positive results were reported outside the laboratory. The gc/ms results were believed to be correct. The customer did not know of any affects to any patient. The customer refused a service visit.